Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Visual evaluation: device photograph(s) for the device related to the reported events of rupture, breast pain and visibility/palpability requested on december 17, 2025. It is not possible to determine the lot number or catalog through the photos provided. Visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Visibility/palpability: unable to observe as it is not related to the manufacturing process. Other-medical: unable to observe as it is not related to the manufacturing process. No further actions are required since no issue in the manufacturing of the device is observed. The event of "visibility/palpability" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and visibility/palpability.

Event description:
Patient reported "rupture". Later healthcare professional reported "change of shape" and "omission of the mammary gland (ptosis)". This record is for the right side. The device was explanted and replaced with non-abbvie.